Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported by the customer the spo2 readings not accurate. The nonin and abg devices were reading 99 and rad-8 was reading 95. Additional information provided by the customer mentioned this happened at the nursing home then her mother was sent to the hospital. The customer also mentioned her mother was having problems with co2 retention and her de-saturation levels were going into the 80's. There was no further patient information provided.